Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty during an infusion set change after switching from a contact detach¿type set to an inset 6 mm/23 in set, specifically being unable to uncoil the infusion tubing and having trouble with proper deployment and reconnection, which interrupted insulin delivery and led the user to administer 10 units of subcutaneous insulin by pen with a reported blood glucose value of 400 mg/dl. Symptoms included hyperglycemia and distress. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of user-provided information, during which the user was instructed to release the tubing from the notch to uncoil it, was guided through pausing insulin and completing the supply change, and then successfully resumed insulin delivery with blood glucose improving from ¿high¿ to 153 mg/dl. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the infusion set cannula and connector handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.